Event description:
The customer reported that the pump battery was depleting too quickly, but it did not lead to a shutdown. There was no adverse impact to the customer's blood glucose level. The pump was reset to resolve the issue, and the customer continued to use the pump for insulin therapy.